Event description:
A customer reported to baxter (B)(4) that the home patient (hp) connected to the homechoice (hc) machine during fill 1. The hp realized they attached the final line to the heater bag. The technical service representative (tsr) had the hp end therapy and advised the hp to start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported along with this report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a use error, failed to follow therapy steps was confirmed because the patient stated they attached the final line to the heater bag; however, a root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.